Event description:
During an egd, a boston scientific 2.8 mm forcep was being used. One of the forcep prongs broke off during the procedure in the esophagus and was unable to be removed via suction. Reason for use: to remove specimens.